Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient developed a hematoma following implant of the implantable pulse generator (ipg), which necessitated evacuation. The right atrial (ra) lead exhibited low impedance levels. The lead was replaced. The ipg remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and no anomalies were found. If information is provided in the future, a supplemental report will be issued.